Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced discomfort. No device malfunction was suspected. The patient underwent a revision procedure wherein the pocket was revised and the ipg was replaced. The explanted ipg was discarded, and the patient was doing well postoperatively.